Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care is too hot to touch while charging. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. The customer returned the usb charging cable and adapter. Built-in reader test was not performed due to pc message . Visual inspection has been performed on the returned usb/charging cable and no damage was observed. Usb/charging cable passed testing. Visual inspection has been performed on the returned power adapter and no damage was observed. The power adapter voltage was measured to be within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and and no sign of damage, burn marks or corrosion was observed. The returned battery voltage was measured and was not within specification. An further extended investigation was performed. Visual inspection has been performed on the returned reader and no issue was observed. The reader powered on with button depression and ¿connected to pc¿ message was observed when reader was not connected to a computer. The reader was de-cased in previous phase and no sign of damage or corrosion was observed upon visual inspection. The stm processor was present. The returned battery voltage was measured which was within specification range. The reader was monitored under thermal camera to identify any hotspot. Hotspot was observed on the cpu. R100 pulldown resistor was measured. Dn3 chip was removed during previous investigation due to the observed ¿connected to pc¿ message. Extended investigation was performed on built-in reader test and the reader passed the test. It was determined that the root cause for thermal hotspots on ic components in stm reader was due to the customer not using the provided usb power adapter as the amount of voltage/current can bypass the stm vbus protection circuit and cause irreparable damage to the reader. The excess voltage/current through ic components will be damaged them and they will exhibit hotspots when operation will be attempted. This is not possible with the abbott-provided usb adapter. Therefore, issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care is too hot to touch while charging. There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.